Event description:
It was reported via FDA medwatch medsun report (B)(4), ¿the (rn) set up an ambit peripheral nerve catheter pump for a patient. The pump was programmed to deliver an intermittent bolus of 8ml every 2 hours. However, after the initial bolus was started, the pump malfunctioned and was about to administer more than the intended dose. The rn quickly disconnected the pump from the patient's catheter and observed that it had reached 9.6ml before turning it off. The rn then discussed the issue with the primary medical team and was instructed to use existing orders and obtain a new ambit pump. The initial 8ml bolus was wasted to ensure that the patient does not receive a double dose of medication. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;¿ the incident occurred in may 2024.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a valid lot number was not provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 16 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.